Manufacturer narrative:
Follow-up # 1 date of submission 03/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: a review of the pump history showed multiple ¿call service¿ alarms were recorded on 01/09/2014. During testing, the pump powered on with audio tones, vibrations, and a fully illuminated display screen. The pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump was opened and no evidence of moisture/corrosion was observed inside the pump. The transceiver flex was intact and secured to the printed circuit board with no cracked traces observed. The complaint of the call service alarms was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump emitted four long vibrations, then four long beeps, followed by four short vibrations. Reportedly, this occurred with each attempt to reboot the pump with a new battery. It was noted that the pump was unresponsive after each reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.